Manufacturer narrative:
B3. Date of event - correction - event date was inadvertently submitted as 1/21/2021 on initial MDR.

Event description:
Patient was reported to have experienced voice alteration, dyspnea and heart racing. The relationship was noted to be casual to stimulation. The adverse events were reported to have resolved with settings adjustment. No additional relevant information has been received to date.